Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete.

Event description:
It was reported that narrowing of the left anterior descending (lad) was found. The guide wire was advanced and a balloon catheter was used to expand the lesion from the distal left main to the mid lad. The xience v 3.5 x 12 stent delivery system (sds) was advanced, but it could not turn into the vessel. Many attempts were made to advance the xience v3.5 x 12 sds, but it failed to turn into the vessel. Therefore, it was replaced with a new xience v 3.5 x 12, which was advanced and successfully used to treat the lesion. Reportedly, there were no pt effects. Though requested, no additional event or pt info is available. This event is being filed based on the analysis of the returned device completed on (B)(6) 2010, which revealed that the proximal shaft (hypotube) was separated.